Manufacturer narrative:
Product is anticipated to return for eval. A final report will be issued upon completion of eval.

Event description:
Lap band - "this is what was told to me by the or team leader, dr.(B)(6) was inserting a covidien standard size lap band down through the 15mm trocar. As they were getting near the end of the case, they noticed a small black piece of something in the pt. They removed the piece and save it for me. It looks like a piece of the rubber seal. We will send it back for eval."